Event description:
A malfunction was reported on a pump, indicated by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction reappeared.